Manufacturer narrative:
The customer reloaded the sound driver and tested with external speakers but the issue still persisted. The cns was evaluated and the technician could not duplicate the audio dysfunction. Tested audio in audio settings also with a device. The cns audio works properly.

Event description:
(B)(4).